Manufacturer narrative:
Concomitants: (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 200-02-38 - three peg patella 38mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
"Legal case ¿ USA (mdl no. 3044) patient ID: + it was reported that approximately unknown months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, joint effusion, pain. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.